Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer under this MDR report number (B)(4).

Event description:
The customer reported to olympus two patients had infections after unspecified cystoscopy procedures involving the subject device. The nurse stated she is unsure if the infection came from the device. She is unsure what device was used and could have been cv-170 serial number (B)(4). The nurse requested a reprocessing in-service. Patient 1 had a cystoscopy on (B)(6) 2022 with a positive culture dated (B)(6) 2022 with e. Faecalis. Patient 1 treated with oral cipro and was not hospitalized. The patient's next visit is not until his annual appointment in (B)(6) 2023. Patient 2 had a cystoscope on (B)(6) 2022 with a positive culture on (B)(6) 2022 with e. Cloacae. The nurse also noted, on (B)(6) 2022, the patient's cystoscope was cancelled due to hematuria, leukocytes and blood present in the urinalysis. No treatment was provided at that time. The cystoscope was rescheduled but the patient was hospitalized before the next appointment because of hematuria and before his culture. The patient was discharged with an indwelling catheter for two weeks and the e. Cloacae culture was identified post-hospitalization. It's unclear when the patient had a procedure involving the subject device. This event includes 2 reports: (B)(6): patient 1. (B)(6): patient 2.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a relationship between the device and the reported patient infection could not be identified. There was no information on whether the device was cultured at the facility, and no culture testing was performed by olympus because the device was not returned. No detailed information regarding the infection history of the patient is available. Also, no abnormalities were detected in the reprocessing methods. The root cause of this event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who contact them.¿ this supplemental report includes a correction to b3 and e4 from initial medwatch. Also, information added to d8. Olympus will continue to monitor field performance for this device.